Manufacturer narrative:
Investigation pending.

Event description:
Customer alleges discrepant results with meter compared to lab: date: unk, inratio: 1.9. Date: "next day", lab: 5.0. Pt meter results were considered low by doctor, so coumadin dose was increased. Meter results still low, so pt decided to have labs drawn.